Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip fed sideways and jammed in the jaws. The jaws were found properly aligned. Upon firing of the device, the remaining 14 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the device did not work. It was not known how the case was completed. There were no patient consequences reported. All known information has been reported.